Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep has reported the revision surgery. Patient was revised to address pain and metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
Litigation alleges patient experienced severe pain and discomfort, limited mobility, popping and clicking noises, and elevated metalic ions in his blood.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges patient experienced severe pain and discomfort, limited mobility, popping and clicking noises, and elevated metalic ions in his blood. Update received 6/12/14. The sales rep has reported the revision surgery. Patient was revised to address pain and metallosis. Doi: (B)(6) 2005 - dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. Per wi-3430, a review of the device history records of the provided product and lot codes is no longer required. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.